Event description:
The customer reported to beckman coulter, inc. (Bci) that erroneously low sodium (na) results were obtained on their unicel dxc 800 instrument and the results were reported out of the laboratory. The ise (ion-selective electrode) system was routinely calibrated every 8 hours and the qc (quality control) runs performed. Prior to the event, the ise system was calibrated and the qc (quality control) results were within the lab's established ranges. When the operator became aware that the na results were suppressed, all na results run since the previous qc run were reviewed and several were found to be low. The customer recalibrated the instrument and performed qc runs before repeating analysis of the pt samples on a second analyzer instrument and higher na results were obtained for several samples. Multiple amended results were reported out of the laboratory. Pt data was provided for one pt only and this was the only chemistry test ordered on the sample. Based on the low na result, the pt's surgery was cancelled. While there is no report of any adverse event or serious injury related to this event, there was a modification to pt treatment.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the site and performed troubleshooting. The fse found that glue used in the flow cell had oozed into the na electrode port. The port was cleaned and the na electrode replaced and these measures resolved the problem. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 to october 23, 2010 for add'l reportable events.